Event description:
--

Event description:
Boston scientific received information that during the attempted implant of this right atrial lead, high pacing impedances greater than 2000 ohms were noted after a successful initial placement. The lead was cleaned and re-tested, however similar impedance levels were observed. Upon checking the lead, and insulation breach was found and was attributed as the cause of the impedance issue. The lead was removed and replaced successfully. No adverse patient effects were reported.

Manufacturer narrative:
The lead will be returned for analysis. No further information is available. This report will be updated if more information becomes available.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual analysis noted an insulation breach was present and dried body fluid was noted in the entire lumen of the lead. Additionally, the insulation and conductor coil was cut 215 millimeters from the terminal pin. The cuts were suspected to be due to suture sleeve tie down and may have contributed to the anomaly noted on the lead.